Manufacturer narrative:
(B)(4). Patient age estimated (year of birth 1935). Concomitant product: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, mitraclip (x1). The mitraclip remained implanted on the mitral valve leaflet and in the chrodae. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for the clip becoming caught on the chordae, resulting in entrapment of the device are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to visualize the device in relation to the mitral valve). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and steerable sleeve functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The user also reported no issues while functionally inspected the cds during device prep, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the clip caught on chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation of translation while manipulating the device. In this case, the information provided in the case details stated that there were no difficulties with visualization and per the physician, the lateral positioning of the second clip was contributory to the entanglement with the chordae. To avoid any tissue damage, the clip was implanted on the anterior leaflet and in the posterior chordae. Based on the information reviewed, the reported clip caught on chordae/device entrapment appears to be related to patient/procedural conditions and not a product quality deficiency.

Event description:
This is being filed as the clip became caught in the chordae and could not be freed. Another clip was used and is considered medical intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2012 and one clip was implanted reducing the mitral regurgitation (mr) grade from 4 to 1. The clip remained securely attached to both leaflets, but due to disease progression, the mr grade increased to 3 and another mitraclip procedure was performed. During this procedure, there were no difficulties with visualization. While inserting the clip into the left ventricle, the clip became caught in a posterior chordae and the lateral positioning of the clip may have been contributory to the entanglement with the chordae. After an hour of maneuvering, the clip could not be freed. To avoid any tissue damage, the physician decided to safely place the clip onto the anterior leaflet and on in the posterior chordae. The clip was deployed. There was no chordae damage observed. Another clip was then safely implanted between the two implanted clips; however, the functional mr grade did not change and remained at 3. Per the physician, it was thought that due to the position of the previous clip (implanted on anterior leaflet and posterior chordae), it may have kept the valve opened a little. There was no adverse patient sequela reported. The patient did not receive any additional treatment due to the device issue or unchanged functional mr grade. No additional information was provided.